Event description:
Before one of our dealer was bringing the implants to the hospital, the dealer found that the hole for the marker pin of the two oic peek cages were not open all the way through the case. Should the marker pin hole be open for all the sizes of the cages? Please let us know whether this would be a problem and whether it is within the specification.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.